Event description:
A man called to report his physician had told him that the haptic of his intraocular lens had broken off and was floating around in his left eye. The man said he was having no problems with his vision except occasionally the haptic floated into his field of vision and appeared as a u shaped object. When he first noticed this he consulted his ophthalmologist who told him about the broken haptic and referred him to another ophthalmologist (a retinal specialist). The pt reported that the lens was an intermedics model u149b/ 13.5d lens and gave the serial number and implant date from the card given him by the ophthalmologist. The lens is in his left eye. He has no vision in his right eye. When co contacted the man's ophthalmologist he said that the haptic was floating free in the vitreous but had no further info. Co contacted the consulting ophthalmologist and he confirmed the pt's report and that the haptic was floating in the vitreous. It was not in contact with the retina and there was no retinal damage. The optic and other haptic were in good position. He said there must be a hole in the capsular bag in order for the haptic to be in the vitreous. He planned to monitor as of the date of this report. When asked if he felt the event was related to the lens the consulting ophthalmologist said he didn't know, but said the haptic may have been broken or damaged at the time of insertion or a pre-existing defect in the capsule may have contributed to the event. The man had reported no history of trauma. Add'l info may be forthcoming.